Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and extensions were added. No device malfunction suspected. The patient was doing well.